Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shortened stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat an 80-90% stenosis in the iliac artery. The lesion was pre-dilated with a 8x40mm armada 35 balloon catheter. The 8x80mm absolute pro stent delivery system was positioned in the lesion and deployment was started; however, after deployment the stent implant had foreshortened and did not cover the lesion. A second 8x40 mm absolute stent was used to completely cover the lesion. The procedure went on well and the patient is doing fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.